Manufacturer narrative:
A product correction letter was issued on (B)(6) 2018 to all customers with accelerator aps modules installed to inform them of the issue identified. The letter informs the customer that personnel fitted with a pacemaker/implanted heart defibrillator must not handle or work on these modules at distances less than 200 mm even if the warning label is missing. An errata sheet was included with the letter for the customer to review and save with the operations manual for future reference regarding the "afety distance"required for pacemakers/implanted heart defibrillator. An abbott representative will contact all impacted customers to schedule time to place a new hazard label on the accelerator aps modules. In the interim, the customer was instructed to remove the last page of the product correction letter and affix a copy of the label on the cover of the modules until the official pacemaker label is available.

Event description:
Field service placed a pacemaker safety label on the accelerator aps centrifuge module, serial number (B)(4), per the mandatory technical service bulletin on (B)(6) 2019. There was no reported injury to a system operator or field service engineer.